Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Foreign matter fluid path. Through visual examination of one (1) sample, one loose contaminant was observed within the solution in the elastomeric membrane. The approximate size of the loose contaminant was 0.06 mm². According to test specification of elastomeric infusion systems for assembly, in the fluid path, one contaminant less than or equal to 0.5 mm² is allowed. The sample is within specification; the reported issue is not confirmed. Foreign matter - tube. Through visual examination of one (1) sample, a small black spot particle was observed at the inner surface of the triangle tube. The approximate size of the particle is 0.15 mm². The small black spot particle was observed embedded at the inner surface of the triangle tube. It was determined that this particle originated from material build up at the tip of the inner pin hole. This build up is typical of the extrusion process, where residual material can accumulate over time and eventually detach, a phenomenon commonly associated with die drool. Based on the investigation, the sample is still within specification. However, because the defect is still visually noticeable, the reported issue is considered confirmed. Corrective actions include retraining to ensure technicians correctly follow sop extrusion of tubing to avoid material buildup we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: 1 x foreign particle floating inside the membrane (fluid path) - (12112025@4) - post filling. 1 x foreign particle floating inside the tubing (fluid path) - (12112025@4) - post filling.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.